Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the pump miscalculated a correction bolus. Tandem technical support reviewed pump data and found that the blood glucose (bg) was entered as 323 mg/dl versus the current bg of 360 mg/dl. Pump calculated the bolus correctly based on the entered 323 mg/dl. Contact was informed of the pump data and acknowledged the information.